Event description:
On 8/29/05, nellcor received a report where it was claimed that "after intubation, the end clinician experienced difficulty with inflation/deflation of the cuff." Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.